Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user reported receiving sensor check alerts. Based on escalation analysis, a return material authorization (RMA) was issued for a sensor replacement.